Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead 2011 (B)(6); 4076 implantable pacing lead 2011 (B)(6); t510c implantable tissue valve 2013 (B)(6); t505c implantable tissue valve 2013 (B)(6). (B)(4).

Event description:
It was reported the left ventricular lead demonstrated high threshold measurements. The lead threshold voltage was adjusted and the lead remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.